Event description:
The customer used the device to check their blood glucose and obtained a result of 180 mg/dl at 11pm. Customer took their oral meds and went to bed. Around 8am customer was unresponsive and emts were called and they transported customer to the hospital. Their glucose was checked and the level was 31 mg/dl. Customer was given apple juice and glucogel, then kept all day for observation. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.